Manufacturer narrative:
Medical device expiration date: unknown.  Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was by reported there was leakage on the septum of a bd q-syte¿ luer access split-septum stand-alone device, bns during use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: one extension set with two q-syte units attached was received for evaluation by our quality engineer team. Upon examination of the first unit, tears were observed on the septum bottom disk. During a leakage test, leakage was not observed in the actuated position or the unactuated positions. Upon examination of the second unit, tears were observed on the top and bottom septum disks. During a leakage test, leakage was not observed in the actuated position or the unactuated positions. A definite source that contributed to the tears could not be established. This type of damage is normally attributed to incorrect usage or excessive actuations. Bd was unable to carry out a DHR review because the lot # is unknown. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing: received one used extension set with 2 q-syte units attached to it. Visual/microscopic evaluation: unit 1 - ¿ the septum was molded using the 16 cavity mold. ¿ traces of patient residue were present on the unit. ¿ no damage (tears) was observed on the septum top disk/slit. ¿ no column damage was observed. ¿ damage (tears) was observed on the septum bottom disk/slit (unit was disassembled after water/leak test) water leak test (mm-110): attached the iso standard luer from the water leak test to the end of the q-syte unit, no leakage was observed on neither the actuated nor the un-actuated positions. Unit 2 - (see (B)(4)): ¿ the septum was molded using the 16 cavity mold. ¿ traces of patient residue were present on the unit. ¿ damage (tears) was observed on the septum top disk/slit. ¿ no column damage was observed. ¿ damage (tears) was observed on the septum bottom disk/slit (unit was disassembled after water/leak test) water leak test (mm-110): attached the iso standard luer from the water leak test to the end of the q-syte unit, no leakage was observed on neither the actuated nor the un-actuated positions. The failure experienced by the customer could not be confirmed. A definite source that contributed to the tears (top-bottom slits) could not be established. The damage is normally attributed to incorrect usage or excessive actuations. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: q-syte product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators to ensure process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.